Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s external connector fractured and a broken piece remained lodged inside the device, preventing removal despite attempts with tweezers, and a replacement device was arranged after user education on return and relearning procedures. No reported adverse clinical effects or injury. Outcomes included no alarms and no medical intervention. Investigation included remote assessment of user reports and photo review. Investigation of this case revealed a mechanical break of the connector with the fragment retained in the device, consistent with a device component failure of the connector assembly and an inability to remove the broken piece. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector.